Manufacturer narrative:
(B)(4). Reference manufacturer report # (B)(4) for a second device used in the same case. (B)(6).

Event description:
According to the reporter: occurred during a gastric bypass procedure. The surgeon attempted to fire the device, the indicator lights showed signs of reload replacement. An open / close test had been performed normally. The handle and reload were replaced by new ones to correct the problem. The event occurred during the procedure but the product was not used for the patient. The status of the patient is no problem.

Manufacturer narrative:
(B)(4). Device evaluation: post market vigilance (pmv) led an evaluation of one (1) reload opened by the account opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection noted that the reload had a full staple complement. During functional inspection, the reload fired as intended. A review of the device history record indicates this devices lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.